Event description:
The patient's medical history included: diabetes about 20 years. Concomitant medications were provided as follows: human insulin isophane suspension (humulin n ) for diabetes. The patient took human insulin lispro (humalog), unknown dosage, for the treatment of diabetes via humapens beginning on an unknown date. On an unknown date after beginning human isulin whilst holidaying they realised their blood glucose levels were very high around 20 - 25 (units unknown). The patient noted that when they dialed up their insulin, the plunger jammed and no insulin was coming out and believes they received no insulin for 3 days. The patient went to hospital and was admitted. They were put on a drip and monitored for 6 hours, before being released. Patient states that the human insulin could not be swapped to their other pen and continued their insulin therpy by syringe for the remainder of their holiday. The patient fully recovered. The patient went to see their diabetic nurse and was given two new pens. It was unknown where the faulty pens were, they may have given them to a nurse. Consumer case so no relationship could be determined. This report is cross referenced with cid 153450.